Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. The event unit met current specifications as the balloon of the event unit was rolled in the correct direction. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the root cause of the event or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Event description:
Procedure performed: laparorscopic bilateral hernia repair (tep) converted to tapp. Event description: balloon inflated in the wrong direction and ruptured the epigastric. Additional information received from field implementation team by email on 18mar2019: kii balloon dissector dissected in the wrong place and the space was visibally high up (caudal) from the pubic bone although the whole of the trocar and balloon had been inserted. The device was inflated under visualisation of the camera, approximately 40 small pumps were made to inflate the balloon. At the end of inflation bleeding was noticed, the device was deflated and pulled out. The surgeon suspected that the epigastric vessels had been ruptured due to the amount and colour of the blood on the device. Once the camera port was placed bleeding from a tributary of the epigastric vessels was confirmed. The procedure was converted to tapp. 1) the patient is fine and no further precautions e.g. Blood necessary; 2) they used diathermy to try and resolve the bleeding, it wasn¿t a huge amount of blood and in the end they converted to a tapp as they thought the abdominal pressure may assist in creating a tamponade effect/could solve issues more easily. At the end of the case the surgeon said it was a tributary of epigastric vessel as opposed to the epigastric vessel itself; 3) the device was inserted and used correctly as far as I could tell, honestly not sure what happened here but the surgeon said the balloon did not inflate deep enough i.e. Close enough to the pubic bone and that can result in ruptures of epigastric vessels. 4) the seal housing was not removed at all. Intervention: diathermy and conversion to tapp. Patient status: ruptured tributary to epigastric. The patient is fine and no further precautions e.g. Blood necessary.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic bilateral hernia repair (tep) converted to tapp. Event description: balloon inflated in the wrong direction and ruptured the epigastric. Additional information received from field implementation team by email on (B)(6) 2019: kii balloon dissector dissected in the wrong place and the space was visibly high up (caudal) from the pubic bone although the whole of the trocar and balloon had been inserted. The device was inflated under visualisation of the camera, approximately 40 small pumps were made to inflate the balloon. At the end of inflation bleeding was noticed, the device was deflated and pulled out. The surgeon suspected that the epigastric vessels had been ruptured due to the amount and colour of the blood on the device. Once the camera port was placed bleeding from a tributary of the epigastric vessels was confirmed. The procedure was converted to tapp. The patient is fine and no further precautions e.g. Blood necessary; they used diathermy to try and resolve the bleeding, it wasn¿t a huge amount of blood and in the end they converted to a tapp as they thought the abdominal pressure may assist in creating a tamponade effect/could solve issues more easily. At the end of the case the surgeon said it was a tributary of epigastric vessel as opposed to the epigastric vessel itself; the device was inserted and used correctly as far as I could tell, honestly not sure what happened here but the surgeon said the balloon did not inflate deep enough i.e. Close enough to the pubic bone and that can result in ruptures of epigastric vessels. The seal housing was not removed at all. Intervention: diathermy and conversion to tapp. Patient status: ruptured tributary to epigastric. The patient is fine and no further precautions e.g. Blood necessary.